Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii 10 ml syringe barrel broke during use. This occurred on 25 occasions. The following information was provided by the initial reporter: discardit 10ml barrel breakage while aspirating the medication.

Manufacturer narrative:
H.6. Investigation summary bd has not been provided with photos or samples for catalog 300294 lot 1910515 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the barrel of the syringe. Based on this fact, bd believes that the syringe barrel could break because of the strong conditions during use of the product. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that bd discardit¿ ii 10 ml syringe barrel broke during use. This occurred on 25 occasions. The following information was provided by the initial reporter: discardit 10ml barrel breakage while aspirating the medication.